Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 5.1 pockets a1 and a4 had failed and required maintenance. The customer tried to reboot and recover the failure, but the issue remained unresolved. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 3.1 & 3.2 had failures across all cubies. The field service engineer (fse) removed the back panel, reseated the pyxis bus cable and drawer board components, then rebooted the station and launched hardware test application (hta) to release the cubies. After removing the cubies, the side panel was taken off to expose the row board cable, which was then reseated. The side panel was reinstalled, cubies were placed back on the tray, and the station was rebooted with the application relaunched. Hardware testing was completed successfully. The fse also inspected the top panel for cracks, verified the functionality of the biometric identifier, barcode scanner, and keyboard, and reseated the pyxis bus cable before rebooting the station again. No further issues were identified. The system functioned as intended after the field service engineer had repaired the device.